Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed at the station. A field service engineer reseated the row ribbon cable and tightened hard stop screw for all half-height cubie drawers on the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 4.1 failed, preventing users from accessing medications or reloading items. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.